Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the reported imprecision could not be replicated. The system then passed the system checkout and was found to be fully functional.

Event description:
Medtronic received information regarding a navigation device being used for an electrode and probe placement. It was reported that procedure had a 4 mm inaccuracy on the patient's right side. Site denied any merge errors when scanned from the imaging system. Reference frames had been placed to confirm lead placement. After frame replacement rep noted a significant tremor from patient due to lack of sedation, followed by respiration motion. Lead confirmation showed the electrode had been 2 mm away from plan. There was no impact to patient. There was no delay to the procedure as a result of the reported issue.